Event description:
It was reported that the nextstep catheter was being used on a pt with chronic renal failure. The doctor mentioned that he experienced a less tight clamp on the nextstep pigtails than on the cannon catheters which he used previously. After some time lapsed after insertion, he noticed that the blood started pushing back into the pigtails and that he did not experience this in the past with the cannon catheter. This was discovered in the recovery room. Nothing was done to correct this except for tightening the caps. There was no delay in treatment, no pt death and no pt complications reported. The physician noted this occurred on two previous catheters in 2010 but were not reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.